Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv and ff channels on home monitoring service center. Appears to be an insulation issue. No other measurements were out of range including impedance. Recommended patient be brought in for follow-up. The lead remains implanted.